Event description:
During continuous renal replacement (crrt) therapy, the nurse attempted to replace the blood circuit and filter assembly. The nurse accessed the help screen on the machine. When she pressed the "exit help screen" key, the device froze up and became unrepsonsive to keypad functions and alarmed red. The clinician rebooted the system by powering down and turning device back on. After the power on self test (post), the device alarmed "blood in circuit." The clinician, then performed a manual blood return successfully, but had difficulty removing the blood circuit from the machine. The machine was sent to biomed for evaluation. The machine under a current urgent medical device recall (MDR) earlier this month for this same failure. The clinicial staff followed the manufacturer's recommendations on manual blood return.the manufacturer informed us to follow the procedures as outlined in their march 14th MDR alert. They also stated they would perform follow up in-servicing on manual blood return procedures as well as blood circuit removal from the machine. The manufacturer's representitive also stated they would inform us of a date that this issue will be corrected.